Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient contacted them from the ER on (B)(6), and it was determined the stim was off. The caller assisted in turning the stim back on over the phone. Today, the patient and the rep met because the family reported that the ins had not decreased since (B)(6). It was still showing 100%. Pss requested the rep to check the usage report by day, and they noted that the ins had been off most of the time since (B)(6). The rep will review the patient programmer (pp) use, ask the patient not to check the ins for a few days, and then check for depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's wife called and repeated information regarding the patient having been in the ER and how the implantable neurostimulator (ins) charge level was always showing 100%. They stated that the patient normally charged the ins three times a week, and normally the ins charge level was down to 75% when the patient began charging sessions. The reason patient was brought to the ER was due to the patient getting so weak to the point they could hardly eat, needed assistance walking, and they were wetting their pants. The wife stated that the patient was still weak at the time of the call. Agent had the wife check the patient's ins using the patient programmer, which indicated that the ins was turned on and the ins charge level was still showing 100%. Agent asked if the patient had any falls prior to their weakness and the ins always showing 100%, and the wife said the patient fell about 4 weeks ago but they caught themselves on the garage and did not fall on the ground. The wife was advised to have the patient follow up with their managing provider (hcp) to further address the issue. The wife stated that the patient's next appointment with their managing hcp will be in october, but they want the patient to be seen sooner than that. The wife mentioned relevant medical history which included that prior to the patient getting the ins they didn't have any shaking whatsoever with their parkinson's, and their only issue was that they had a hard time shifting their foot. The wife said that everything went downhill after the patient had the ins surgery. Agent did not ask for further information about this because the wife was frustrated and crying. Rep will check into why patient still showed neurostimulator 100% charge after not touching the controller for 3 days. Rep is also to check impedances with various head positions and look at stimulation usage date to see if it might explain why patient is at 100%. Patient experienced low energy due to the stimulation being off. The cause of the ins being off was not determined. Patient's family member used programmer to turn stimulation back on, but device is still reading 100% charged. Rep stated that since meeting with the patient on august 12th and giving advice to patient's family to not let them use the patient programmer, ins showed it had been on for 100% of the time and ins was at 75%. Tech services sent files to engineering for review.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Engineering reviewed the reports from when the rep interrogated the patient's device, and unfortunately, the activa rc ins doesn't record the explicit therapy off/on commands compared to percept pc/rc. The therapy on time since the previous interrogation was calculated to be 3.8 days, which aligns with what rep saw in the session report that ins was on between the two dates they met with the patient. There isn't much other data regarding the therapy off, but it appears that with the recharge sessions dating back to july 23rd, none of the sessions started with the ins being at 0% (which we would typically expect if the ins turned off due to depletion). A recharge interval was calculated with the settings listed in the session report and the ins should go from 100% to 0% in just under 14 days. That would equate to roughly the ins depleting about 25% approximately every 3.5 days. This aligns with last week's usage in that the ins was on for 3.8 days and was at 75%. This information supports the claim that the ins appears to be draining as expected while on.